Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead exhibited high impedances. The lead was confirmed to be fractured, and explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Visual continuity inspection was performed for the entire distal conductor length using destructive testing. Fracture was observed.